Manufacturer narrative:
We have not received the complaint device for investigation yet. The device is currently in transit. Without the returned device, we remain inconclusive about the root cause of this malfunction. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot.

Event description:
During the first passage, the surgeon closed the valvulotome 3 cm before the end of the vein. During this, one of the blades did not retract into the container/sheath ,and sliced the vein in the length of 3 cm. They had to take another vein, and used a second valvulotome, which worked fine. Patient is doing fine.

Event description:
During the first passage, the surgeon closed the valvulotome 3 cm before the end of the vein. During this, one of the blades did not retract into the container/sheath and sliced the vein in the length of 3 cm. They had to take another vein and used a second valvulotome, which worked fine. Patient is doing fine.

Manufacturer narrative:
We have received the complaint device for evaluation. Upon removal of the catheter from the package, we observed one of the centering hoops was already out of its retainer. So, we inserted the centering hoop back into its retainer slot. When we attempted to close the blades of the centering hoops by pulling the green handle , we observed the same blade failed to close into its retainer. We observed this blade was bent which prevented it from entering into its retainer slot. The retainer slot diameter was measured and was found to be within specification. During our follow-up investigation with the contact person at the hospital, we were informed that one of the blades failed to insert into its retainer slot after closing the centering hoops and as the device was being pulled out of the patient's vein, it cut about 3 cm of the distal segment of the vein. The user manipulated the device by twisting the blade so that it can insert into the retainer. When the user opened the centering hoops to show the malfunction to the sales rep., the same defective blade came off the retainer. Based on the device evaluation, it is possible that the centering hoop was damaged during the procedure influenced by patient's anatomy/condition which prevented the blade from entering into its retainer slot during closure. However, the user had also manipulated the blade prior to sending it to us. So, we could not confirm if the malfunction that we observed during our device evaluation was solely as a result of blade misalignment during the procedure. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot.